Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment took place. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix (B)(4) devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4) .

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4).

Event description:
During a bucket handle meniscus repair procedure it was reported that the t2 implant came back through handle despite pushing the button. The t2 implant was removed with graspers however, t1 remains unsupported in the patient. A backup device was available. There was no reported delay, patient injury or surgical complication.